Event description:
Philips received a complaint on the v60 ventilator indicating that there was fluid ingress into the device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue and stated that the blower assembly and flow sensor assembly (fsa) had been replaced to resolve the issue. Good faith efforts (gfes) are being completed to obtain additional information regarding the event. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain clarification regarding the event date the fluid migration occurred/was observed, clarification on if there was just water splashed onto the device or if there was actual observed fluid ingress, and confirmation of device use at the time of the event. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.